Event description:
It was reported that during a low anterior resection procedure, the clips were malformed at the first firing. Same defect occurred through fourth firing. Another device was used to complete the case. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.